Event description:
The customer reported that the system displayed a filament regulator error message. No patient injury was reported.

Manufacturer narrative:
The customer diagnosed problem and replaced the x-ray regulator pcb, and turned system over to biomed for re-assembly.